Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh and cook surgisis were implanted into the patient. And on (B)(6) 2012 a mesh was again implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent robotic assisted laparoscopic supracervical hysterectomy with morcellation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat symptomatic pelvic prolapse and urinary incontinence on (B)(6) 2012 and stress urinary incontinence on (B)(6) 2012 and mesh was implanted. It was reported that the patient had a concurrent procedure of a perineoplasty and posterior colporrhaphy with surgisis mesh and cytoscopy (B)(6) 2010 and modified perineoplasty with anterior and posterior repair with bilateral vault suspension on (B)(6) 2012 performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, burning, prolapse, urinary leakage and retention. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.